Manufacturer narrative:
Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, the exact cause of the valve embolization is unknown, however, it is likely that procedure factors (delivery system balloon catching on the sapien xt valve when trying to remove it and pulled the valve into the ventricle) might have contributed to the event.

Event description:
As reported by the edwards (B)(4) affiliate, during a valve-in-valve (29mm sapien xt in 27mm magna ease) transapical tavr procedure in the mitral position, the 29 sapien xt valve embolized into the ventricle. Initially, no bav was done. Implantation of the sapien xt valve was done without issues in good position. However, when the physician attempted to pull back on the delivery system, resistance was felt and "the sheath appeared to be getting closer to the surgical valve". The sheath and delivery system were attempted to be pulled back again, however, the sapien xt valve embolized into the left ventricle. The patient was converted to open heart surgery. It is believed that the delivery system balloon must have caught on the sapien xt valve when trying to remove it and pulled the valve into the ventricle.

Manufacturer narrative:
Additional information: outcomes attributed to adverse events, event problem codes. Additional information provided by the hospital to the sales representative indicated the patient had died on the operating table after the chest was opened.

Manufacturer narrative:
Additional information provided by the physician clarified the patient had died on the operating table after the chest was opened due to respiratory failure.